Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/28/2020.

Event description:
It was reported that the ventilator's power mains and charging light emitting diode (led) were not glowing. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the power status overlay to address the reported issue and the unit passed all testing.